Manufacturer narrative:
(B)(4). Reporter¿s phone number: (B)(6). The reporter¿s complete address was not provided. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the drive shaft was bent and worn out and the bearings and sleeves were damaged. It was further determined that the tool could not be inserted. It was further determined that the device failed pretest for thimble lock operation, thimble set screw and cutter insertion. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the attachment device warmed up. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.